Event description:
Upon removing tee probe from pt's mouth, at end of of surgery, pt's mouth and lips were stained blackish-green. Ng tube showed blackish-green liquid. Possible reaction to agent used to disinfect probe. Cidex opa.